Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Investigation unable to download event history log. Visual inspection and power up testing were performed. The customer's reported problem was duplicated. According to the investigation when powering up, the pump alarmed with a blank screen. Further investigation determined that the pump pwa board was corrupted. The investigation reported that the pump pwa board will be changed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump was alarming when powering on. There were no adverse events reported.